Manufacturer narrative:
Original event was reported as a malfunction however it should have been reported as a serious injury.

Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Piece of plastic from the blue cap of the device inside the patient eye. This was detected at day 8 post operation.